Event description:
On 3/16/97 the pt experienced a loss of consciousness estimated to have lasted 2 hours. Found lying beside his car with a heart rate of 28 bpm and with a cardiac rhythm of complete heart block. External pacemaker was applied, but was ineffective. Pt required intubation and had a temporary pacemaker inserted. This treatment was effective. On 1/30/97 pacemaker had been interrogated and reprogrammed and the battery check was satisfactory. On 2/27/97, the pacemaker was transtelephonically checked and found to be functioning normally. The pacemaker was evaluated following admission and the ventricular lead was found to be malfunctioning. A new lead was inserted on 3/17/97 and the old lead capped. Following surgery the pacemaker was again capturing 1:1 and the temporary pacemaker was removed. The pt was discharged home on 3/18/97.